Event description:
A 2.50mm x 20mm sprinter legend rx balloon dilatation system was inserted into a patient for the pre-dilation of a tight stenosis lesion, with moderate calcification in the rcx, segment 2-3. One cougar wire and a bhw wire were inserted. Pre-dilatation was carried out with the sprinter legend rx balloon up 14 atm at both sites. The device or product identification have not been received; therefore, an effective evaluation could not be completed. Procedural cd images were reviewed by an external clinical expert and confirm a dissection in the proximal rca following pre dilation with the sprinter legend rx balloon. Treatment of a diseased calcified coronary vessel with a balloon or stent will most likely give rise to cracking of calcified plaque as the stenotic portion of the lesion is opened, resulting in vessel injury and perhaps giving rise to vessel dissection. This is an inherent risk of a coronary ptca procedure. Information received from the account confirmed that the sprinter legend rx balloon was inflated to 14 atms at segment 1 and 2 of the lesion with no issues reported prior to the dissection occurring. There were no issues reported during preparation and/or use of the sprinter legend rx device, indicating that the device performed according to spec. It was reported that the physician placed a driver sprint rx device (MFR report #2953200-2009-01299) at the proximal stenosis and inflated the balloon up to 6-8 atm. It is reported that the balloon then burst. An attempt was made to inflate the balloon again, in an attempt to deploy the stent. It was then possible to inflate the balloon to 12 atm. The cd also contains images of the successful deployment of the dislodged driver sprint rx stent using a sprinter rx balloon and the deployment of a second stent in the proximal rca. The patient received a total of 4 stents during this procedure. Patient status post procedure was reported to be good. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation code, method: cd images. Results: dissection. Conclusions: expansion of the balloon in cracking plaque or expanding vessel stenosis may result in vessel injury giving rise to dissection.